Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular lead was found to have exhibited high pacing impedance and high capture thresholds. A venogram revealed occlusion of the left subclavian vein, so the rv lead was capped and replaced. The patient was stable throughout and no symptoms were reported.